Event description:
It was reported that the patient returned to the hospital post implant with chest pain. X-ray revealed perforation. Low sensing and high pacing threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and found to be within specification.